Event description:
Customer's mom called to report a pod that she felt was not delivering insulin. Her daughter was hospitalized with elevated blood glucose of 385mg/dl and dka on (B) (6). The cannula was in at time and the site looked good. She stated that she thought her daughter had the flu, but the dr felt it was related to the product.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.